Event description:
Death [death]. Pulmonary fibrosis [pulmonary fibrosis]. Ascites [ascites] . Case description: initial information received on 02-nov-2015: this literature medical device case report was published in the european journal of nuclear medicine and molecular imaging by edeline et al., with the title: selective internal radiation therapy compared with sorafenib for hepatocellular carcinoma with portal vein thrombosis. It concerned 34 patients (27 males and 7 females) with a mean age of 64.3 year-old treated with selective internal radiation therapy (sirt) with therasphere (32/34) or resin microspheres (2/34) for hepatocellular carcinoma (hcc) with portal vein thrombosis between august 2005 and september 2012. The patients were part of a study aiming to compare the treatment of hcc in 151 patients either with y90 radioembolization (34/151) or with sorafenib alone (117/151). The patients received 99mtc-labelled macroaggregated albumin intra-arterially to assess the risk of extrahepatic deposition of microspheres and evaluate the percentage of lung shunting. On an unspecified date, the patients underwent sirt, the activity injected was calculated in order to reach a tumoral dose of 205 gy or more with a healthy injected liver dose (hild) of less than 120 gy and a lung dose of 30 gy (or 50 gy for cumulative treatments). The injected activity was calculated from spect/CT data. Among the 34 patients treated with sirt, 20 were receiving it as monotherapy and 14 were also treated with sorafenib either concomitantly or after disease progression. Twenty three patients (67.7%) were treated through the right hepatic artery, 9 (26.5%) through the left hepatic artery, 1 (2.9%) through the middle hepatic artery and 1 (2.9%) as whole-liver treatment. The median injected dose was 2.53 gbq (1.16-7.6). Except for one patient the tumor dose was greater than 205 gy with a median dose to the tumor of 296.8 gy. Twelve patients received a boosted treatment to obtain a dose > 205 gy. Five patients received a second sirt in the months following the first treatment. On an unspecified time after sirt (median follow up after sirt of 11 months), 27 patients (79.4%) died and severe toxicity was observed in five patients developing ascites and in one patient developing pulmonary fibrosis (who received a dose of 22.7 gy to the lungs). The authors did not made any causality assessment between the events and therasphere treatment. The company assessed the events death (fatal), pulmonary fibrosis and ascites (medically significant) as serious. Case comment: the events death and ascites are listed whereas pulmonary fibrosis is unlisted according to the current instruction for use for therasphere. Although the deaths occurred during the study could be due to disease progression, the company considers the event related to therasphere since the limited information provided on the case, does not allow to completely rule out this possibility. The company considers the events, pulmonary fibrosis and ascites as related to therasphere, despite the concomitant underlying progression of the disease. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
.

Event description:
Death [death]. Pulmonary fibrosis [pulmonary fibrosis]. Ascites [ascites]. Case description: initial information received on 02-nov-2015: this literature medical device case report was published in the european journal of nuclear medicine and molecular imaging by edeline et al., with the title: selective internal radiation therapy compared with sorafenib for hepatocellular carcinoma with portal vein thrombosis. It concerned 34 patients (27 males and 7 females) with a mean age of 64.3 year-old treated with selective internal radiation therapy (sirt) with therasphere (32/34) or resin microspheres (2/34) for hepatocellular carcinoma (hcc) with portal vein thrombosis between (B)(6) 2005 and (B)(6) 2012. The patients were part of a study aiming to compare the treatment of hcc in 151 patients either with y90 radioembolization (34/151) or with sorafenib alone (117/151). The patients received 99mtc-labelled macroaggregated albumin intra-arterially to assess the risk of extrahepatic deposition of microspheres and evaluate the percentage of lung shunting. On an unspecified date, the patients underwent sirt, the activity injected was calculated in order to reach a tumoral dose of 205 gy or more with a healthy injected liver dose (hild) of less than 120 gy and a lung dose of 30 gy (or 50 gy for cumulative treatments). The injected activity was calculated from spect/CT data. Among the 34 patients treated with sirt, 20 were receiving it as monotherapy and 14 were also treated with sorafenib either concomitantly or after disease progression. 23 patients (67.7%) were treated through the right hepatic artery, 9 (26.5%) through the left hepatic artery, 1 (2.9%) through the middle hepatic artery and 1 (2.9%) as whole-liver treatment. The median injected dose was 2.53 gbq (1.16-7.6). Except for one patient the tumor dose was greater than 205 gy with a median dose to the tumor of 296.8 gy. Twelve patients received a boosted treatment to obtain a dose > 205 gy. Five patients received a second sirt in the months following the first treatment. On an unspecified time after sirt (median follow up after sirt of 11 months), 27 patients (79.4%) died and severe toxicity was observed in five patients developing ascites and in one patient developing pulmonary fibrosis (who received a dose of 22.7 gy to the lungs). The authors did not made any causality assessment between the events and therasphere treatment. The company assessed the events death (fatal), pulmonary fibrosis and ascites (medically significant) as serious. Final assessment on 26-apr-2016: follow up information was requested to further investigate the event but no new information has been received. All follow-up reminders have been sent without answer. The report is final. Case comment: the events death and ascites are listed whereas pulmonary fibrosis is unlisted according to the current instruction for use for therasphere. Although the deaths occurred during the study could be due to disease progression, the company considers the event related to therasphere since the limited information provided on the case, does not allow to completely rule out this possibility. The company considers the events, pulmonary fibrosis and ascites as related to therasphere, despite the concomitant underlying progression of the disease. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.